Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had overstimulation and stimulation in undesired locations. It was reported that they have felt stimulation in their feet since 2017 (for several weeks). It was reported that the patient had a lot of issue with sensitivity and uncomfortable stimulation; the patient reported just feeling stimulation in their teeth last night (B)(6) 2017. They also reported that last night they felt like their feet were swollen like balloons and they could barely walk. The patient had not tried to decrease the stimulation then. On (B)(6) 2017, while the patient decreased the stimulation down from 1.7 to 1.6, they felt a pressure sensation in their middle toe on their left foot and the balls of their feet went numb. It was reported that the patient had a cortisone shot on (B)(6) 2017. It was also reported that the patient has lost 20 to 25 pounds since they were implanted in (B)(6) 2015. It was indicated that the changes in therapy/symptoms were considered gradual. The patient was redirected to follow-up with their healthcare provider to discuss programming. The patient mentioned that their doctor told them to contact their rep for programming and a message was sent to the rep. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient. It was reported circumstances that led to the overstimulation, stimulation in feet and teeth, swollen feet, and (b6) weight loss included an income drop and diet change. The patient had steroid shots in the spine and they seemed to contradict the device. Steps taken to attempt to resolve the issues included that the patient reduced the stimulation from 1.70 to 1.30 and they turn the machine off for days at a time. They also use a cane and take cyclobenzaprine at bedtime. The issues were not resolved and the patient was going to undergo a neuropathy study of their feet and they would continue with adjustments. The patient¿s weight was reported as (B)(6) at implant, (B)(6) at time of first discomfort, and currently was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.